Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified posterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.